Event description:
Stapling right hepatic vein, stapler stapled half way and then would not continue and would not open. The stapler eventually opened when the directional buttons were toggled with and then it opened.